Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware-related issues, but the aspiration pressure was abnormal for one sample in question. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues. The rlu values for the samples were close to the threshold, so pas concluded the samples were likely low-target or mishandled. Ts relayed pas review to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 002810-20210117-01, using assay lot 273163 on panther instrument sn (B)(4) which had 2 discrepant samples. Both samples had valid results for the initial and second tests. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.